Event description:
Pt rec'd approx 10 treatments without any indication of problem. The pt presented to the chronic dialysis unit for a routine treatment. When the nurses tried to use the catheter they found that injecting into one of the ports caused a flux of fluid from the exit site of the catheter, consistent with a hole along the subcutaneous course of the catheter.